Manufacturer narrative:
Method: on (B)(6) 2015, one sample of item (B)(4) was received at our premises and sent for decontamination. Pictures were taken showing that the needle broke at the channel area. The most probable root cause for the needle break could have been a user error by handling the needle from the wrong area. Reference: complaint #(B)(4).

Manufacturer narrative:
The actual device involved with the incident reported will be returned. Method: at the time of this report, actual product involved with the incident reported is not available. No inventory available from the lot reported; nor component lot number. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities puerto rico inc., requirements throughout the incoming, mfg and the final inspection processes. We have no trends associated with this failure. (B)(4). Item ya-2021q quill knotless tissue closure device 20sm19 3-0 und monoderm 30x30, lot mq08190.

Event description:
It was reported "while approx the subcuticular tissue, lateral to the pt's pubis quadrant on the right side during an abdominoplasty, the needle broke off in the tissue. Another quill ya-2021q was utilized to complete the subcuticular closure". (B)(4).